Manufacturer narrative:
The customer reported that the multigas unit was providing only intermittent reading during a case. The customer also reported that the unit would read values just fine, but then it would suddenly stop reading. No harm or injury was reported. The customer will be sending the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was providing only intermittent reading during a case.

Event description:
The customer reported that the multigas unit was providing only intermittent reading during a case.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated gas device would intermittently stop reading. Device was sent to nka for an exchange. Nka repair center evaluated the device. The reported issue could not be duplicated. No issues were observed. Investigation summary: nka repair center evaluated the gas unit in the test environment. The reported issue could not be duplicated. Without further information, the root cause of the reported issue could not be determined. No CAPA is warranted.